Event description:
The facility representative reported a colleague infusion pump in which the pump head module display is jargled and cannot be read. This condition was reported to have occurred during biomed testing. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump in which the "pump head module display is jargled and cannot read" was confirmed and duplicated by baxter service personnel. The root cause of this condition was determined to be corrosion on the pump head module display. The pump head module display was replaced to correct this condition. This device is a remediated colleague pump with a user interface module software version of 5.09.90. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.